Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient had slipped and fallen; fracturing around their hip replacement and thus dislocating their hip. Restoration modular stem revised for a longer and larger one; no surgical delay.